Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with injection of amikacin (0.130mg per day, route not reported) and injection of ceftazidime (500mg per day, route not reported) for the peritonitis. Six days after event onset, the patient passed away. The cause of death was reported as due to peritonitis. It was not reported if an autopsy was performed. At the time of death, the patient remained hospitalized, antibiotic and pd therapy were ongoing. No additional information is available.